Event description:
Home patient (hp) contacted baxter's technical service center (tsc) for assistance to end automated peritoneal dialysis (apd) therapy early. Hp requested ending apd therapy during fill 2/2. Reportedly, the hp complained of right side chest pain at time of call. The tsc technician advised the hp to contact the home patient's healthcare professional or to go to the emergency room. The hp stated the home patient would wait until the morning and contact the home patient's rn. Follow up with the hp's rn indicated hp had contacted the home patient's hcp for follow up. Rn stated patient had not performed the their dialysis therapy as instructed, however, she was unable to clarify if patient may have infused air during therapy. Additionally, the hp's physician was contacted and the patient was prescribed zantac (dosage unknown) and referred to a cardiologist. At time of this report, the hp's apd therapy has been discontinued and patient is performing continuous ambulatory peritoneal dialysis.